Manufacturer narrative:
This report is submitted on january 10, 2018, (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2017 and underwent skin revision surgery during an abutment change. The implanted device remains.

Manufacturer narrative:
This report is submitted january 8, 2019.

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit with device use due to a lack of connection with the implant. Subsequently, the patient underwent skin revision (date not reported) to thin the skin flap. The patient is being clinically managed by the health care provider.